Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to deliver a bolus due to insulin pump requesting insulin amount instead of blood glucose. Customer's blood glucose was 400 mg/dl. Customer was advised that issue was due to bolus wizard not being set up. Customer was assisted in programming time, date and bolus wizard. Customer was advised that battery cap would be sent in order to get pump information from old pump.